Event description:
A 2.75 mm diameter x 30 mm length endeavor rx drug-eluting coronary stent delivery system was inserted into a patient for the treatment of a proximal to mid lad lesion. Lesion morphology was non-tortuous and little calcification with 90% stenosis. The lesion was pre-dilated. It was reported that the physician inserted the endeavor drug-eluting stent and deployed the stent at 14 atm. After stent deployment, it was noted that a gap appeared to be in the stent distally. A post dilatation balloon was inserted; however, it was unable to cross the stent. The guide wire was exchanged and the post dilatation balloon was inflated within the endeavor drug-eluting stent. Post angiogram, there still appeared to be a gap in the stent. Please note that this device is distributed outside the united states; however, it is similar to the united states distributed product. Cd images reviewed: angiographic images confirm the presence of the lesion in the mid lad. This lesion was pre-dilated but there still appeared to be a degree of stenosis in the vessel and the vessel did not appear to be uniform at the lesion site. The endeavor rx stent appeared to be delivered across the lesion and was then withdrawn without deployment. The sds was re-advanced and positioned across the lesion and the stent was deployed. The stent appeared to have an irregular shape at the point in the lesion that was not fully opened by the pre-dilation. The stent was post dilated in the mid and proximal sections but this did not resolve the non-uniform region of the lesion. It appears most likely that it is in this region that the physician reported that there was a "gap in the stent". Angiographic images post treatment of the lesion still showed the irregular nature of the vessel at the lesion site. This appears to be most likely what the physician commented on as suspecting a stent fracture. Based on the lesion morphology and the nature of the weld pattern of the stent it appears most likely that the "gap in the stent" observed on the procedural images is an opening of the stent across the difficult lesion rather than a fracture to stent material.

Manufacturer narrative:
Evaluation: cd review. Evaluation codes, results: non-tortuous and little calcification with 90% stenosis. Evaluation codes, conclusions: non-tortuous and little calcification with 90% stenosis.